Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: 4328950, 02-010-01-0240 - logic femoral ps cem left sz 4 .4375855, 200-02-38 - three peg patella 38mm. 4411910, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification that the patient underwent an initial total left knee replacement surgery on (B)(6) 2016. In the months following the surgery, the patient began experiencing increasing pain and swelling in the left knee. The pain and swelling became increasingly worse, requiring fluid to be drained from the knee. The patient¿s condition prevented him from engaging in everyday activities and led to difficulties sleeping. On (B)(6) 2023 bone scan revealed ¿medial tibial sclerosis¿ and effusion. Due to this worsening pain and swelling, and patient underwent a left knee replacement revision surgery. Surgery was performed on (B)(6) 2023, approximately 6 years 6 months post initial procedure, to remove the device due to ¿failed left total knee arthroplasty secondary to polyethylene wear and aseptic femoral loosening.¿ no device return anticipated due to this being a legal case.

Manufacturer narrative:
H11. Correction- during investigation it was discovered to be a duplicate complaint, all initial information was submitted under MFR (B)(4). The device investigation will be submitted under MFR (B)(4).